Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide additional patient details. With the current information available, the conclusion for this file remains inconclusive.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent a hernia repair procedure, to introduce a ventralex mesh to the patient's peritoneal cavity to reinforce tissue affected by the hernia. (B)(6) 2010 - the patient underwent a subsequent removal surgery to remedy the previous hernia repair due to complications and failure of the ventralex mesh. Specifically, the ventralex mesh had detached itself and pulled through the caudal side of the implant site. (B)(6) 2011 - the patient underwent another subsequent hernia repair procedure. First a laparoscopic releasing and excision of scar tissue and lysis adhesions caused by the ventralex mesh. A non-bard davol mesh was also implanted. The attorney alleges that to this day the non-bard davol mesh remains implanted in the patient and the patient has severe and possibly permanent injuries. It is further alleged the patient has experienced and continuous to experience stomach pain and recurring hernias since the multiple procedures and hernia mesh implants.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleged the patient experienced adhesions, pain, detachment of device or device component and hernia recurrence. Recurrence and adhesions are both listed as known adverse reactions in the instructions-for-use. In regards to the allegation of detachment of device or device component, without medical records provided and a sample returned for evaluation, the allegation can not be confirmed or verified. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent a hernia repair procedure, to introduce a ventralex mesh to the patient's peritoneal cavity to reinforce tissue affected by the hernia. On (B)(6) 2010 - the patient underwent a subsequent removal surgery to remedy the previous hernia repair due to complications and failure of the ventralex mesh. Specifically, the ventralex mesh had detached itself and pulled through the caudal side of the implant site. On (B)(6) 2011 - the patient underwent another subsequent hernia repair procedure. First a laparoscopic releasing and excision of scar tissue and lysis adhesions caused by the ventralex mesh. A non-bard davol mesh was also implanted. The attorney alleges that to this day the non-bard davol mesh remains implanted in the patient and the patient has severe and possibly permanent injuries. It is further alleged the patient has experienced and continuous to experience stomach pain and recurring hernias since the multiple procedures and hernia mesh implants.